Event description:
Customer reported the system spontaneously began to bootloop for approx 4-6 cycles, then quit. There was no reported pt injury. Investigation/conclusion: ge healthcare's investigation into the reported complaint is ongoing. A follow-up report will be issued when the investigation has been completed.